Event description:
It was reported that the clamp broke on a 31" double clamp bar. There was no report of injury or medical intervention associated with this incident.

Manufacturer narrative:
The actual device was retained by the facility. However, photographs of the device in question were provided to the MFR. The photographs revealed that the clamp was broken at the location of the hinge. This medwatch is being submitted late, as it was identified during a retrospective review conducted pursuant to a FDA inspection at the MFR's facility in jan, 2008, and in response to an inspectional observation. The agency's inspectional observation concerned the MFR's decision not to submit mdrs for certain events involving product manufactured at the (B) (4) facility.